Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the analyzer was not working during a case that it would not pace. New cables were tried but there was no communication with the programmer. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment that the device was not working, it passed its vxi functional testing and communicated without any issues. It was noted however that there were damaged pin sockets inside of the analyzer cable receptacle and it was recommended that the unit be scrapped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.